Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Bleeding reported around the access site, blood given and manual pressure held. The root cause of access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. Low pump flow: shortly after arrival to the unit patient had suction alarms. They had to be put on extracorporeal membrane oxygenation (ECMO). They also had access site bleeding requiring 2 units of blood. The next day both cp and ECMO with reports of suction. Data logs confirm suction alarms and show the placement signal (ps) trending down. No motor current (mc) spikes outside of p-level changes. The cause of the low pump flow was most likely patient condition related to the patient's deteriorating condition, bleeding issues requiring blood to be given, and ECMO also having suction.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and later this day, venoarterial extracorporeal membrane oxygenation was placed (va ECMO). Additionally, a hematoma was noticed around impella site. Manual pressure was held for one hour and hematoma was resolved. The patient required two units of blood. Positive pedal pulses remained. Va ECMO and impella were consistently having suction events. Impella unable to run above p-1 performance level. A gastrointestinal bleed was noted and the patient received eight more units of blood. Transfer to a larger facility was recommended and completed the next day. Upon arrival, the patient was still critically ill. Flows on va ECMO 3.5, highest of 5.0. Impella p-1 to p-2, flows 0.7 highest of 2.4 with ECMO circuit change. There was a concern about retroperitoneal bleed. Continuous renal replacement therapy was started. The patient received multiple pushes of epinephrine en route for bradycardia. Impella insertion site was dry with known bruising, soft to palpation. Distal perfusion was poor with patient¿s current state with no plans to escalate to impella 5.5 as left ventricle was well vented with the impella cp. The overall plan was to get the patient hemodynamically stable overnight, evaluate the bleeding. The following day, it was noted that the patient expired. There is not enough information to exclude the impella cp as an associated factor with the event outcome. However, to note, the nurse noted the patient came in asystole, chemically coded for four hours and massive transfusion protocol followed.